Event description:
It was reported that after five days of use, the pump began experiencing gas leak alarms. The iab was removed and a second insertion was not indicated. There were no patient complications.